Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise and pacing inhibition. The patient did not experience asystole as a result. Programming changes were made to rv sensitivity, however, r-wave undersensing was then observed, and resulted in pacing being delivered when not required. The physician elected to replace the lead. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.